Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Medical records and x-rays were not provided to stryker for review. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the arthroplasty was revised due to osteolysis and trochanter fracture. The acetabular components and femoral head were revised; however, we only retrieved lot numbers for the acetabular insert. The components were implanted in situ for 6.9y. The pt presented a score of 1, three mos prior to revision surgery and a maximum score of 4 since implantation.